Event description:
It was reported that the zimmer dermatome was jumping, skipping and breaking the graft. Despite multiple f/u attempts with the customer, no additional info was obtained prior to this report.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.